Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced infection with vegetation on their implanted leads. The system was explanted. No additional adverse patient effects were reported.